Event description:
The customer reported that the toggle switch pencil (from an avid kit pack), had a flame on it during an open hernia procedure. This occurred after 2-3 uses of the pencil. No burns to patient, staff or drapes. Equipment was checked out by clinical engineering at the site and nothing was found wrong. The generator was a covidien fx generator. The pencil was either an e2515 or e2350.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.